Event description:
It was reported that the right ventricular lead exhibited loss of capture and low impedance in bipolar mode. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.